Event description:
Customer reported the insulin pump alarmed button error. The alarmed occurred while customer was sleeping. Customer was unable to clear alarm since buttons are unresponsive. Customer was advised to discontinue use of the pump and revert to back up plan. Customer blood glucose level was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.